Event description:
It was reported that ¿the doctor found the balloon was air leakage and could not be inflated, doctor had to replace a new one to complete the surgery, the operation finished successfully.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis verified there was a leak in the device which would have resulted in the reported event. When viewed under magnification, the sample had a puncture in the middle of the cuff and was aligned with an electrode wire (which was bent near the blue band). There was no damage to the packaging that would indicate a cause. Product ¿use¿ cannot be ruled out or confirmed. There was insufficient evidence to isolate when the damage occurred; manufacturing, mishandling/misuse, and operational context cannot be ruled out as potential causes.